Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 531 mg/dl. Customer had treated their blood glucose with the insulin pump. The customer also stated the no delivery alarm was resolved by an infusion set change. Troubleshooting did not occur as the alarm was a past event. The customer will be returning their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.